Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement verified by x-ray and failure to extent on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage. No other anomalies were seen.